Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the handpiece had no aspiration or irrigation. It would not irrigate to the tip. It was being used on a pt when the problem occurred during a craniotomy procedure. The surgeon did not use the product after it would not work. There was no delay in surgery. The surgery was able to be completed. There was no pt injury reported.